Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support. We were unable to perform rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump drive support disk was sticking out and had low blood glucose. The customer's blood glucose at the time of incident was 63mg/dl; current blood glucose was 140mg/dl. The customer treated with orange juice. Customer stated he is stuck in preparing to prime loop, status screen cannot be accessed. The customer stated the insulin pump has been squirting out insulin and keeps asking to prime. The insulin pump alarmed compromised force sensor system. The customer stated he has injections as a backup. Advised the customer to discontinue the use of the insulin pump and revert to backup plan.